Event description:
It was reported that during an unk procedure, the active blade broke off. No pt consequence. No further info.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.